Manufacturer narrative:
An investigation was completed as the actual device was returned to rwmic facility on (B)(4) 2015. Mechanical assembly manager found distal tip to be charred indicating prolonged use, application of high power to device or application of power to device when not submurged in fluid. Lot manufactured date: 04/17/2015. Lot expiration date: 04/2020. Purchase date: (B)(6) 2015 (B)(4). Purchase date: (B)(6) 2015 (B)(4). Two similar issues have occurred in the last three years (MDR's 1418479-2012-00001 & 1418479-2015-00002) rwmic considers this matter closed. However in the event rwmic receives additional information, a follow-up report will be provided.

Event description:
Cutting loop broke during resection of bladder tumor. Back up device was readily available and used in order to complete the procedure. Minimal delay in order to swap out to back up device, minimal risk to patient. No injury to patient or staff reported.